Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high, out of range (oor) shock impedance measurement. Subsequent information from the patient's health care professional (hcp) indicated that shortly after the system recorded a high, oor measurement the patient had an episode of ventricular fibrillation (vf) and became syncopal. The system appropriately detected and treated the patient's vf with a 31 joule shock. The shock returned an impedance of 41 ohms. Boston scientific technical services discussed that the source of the oor measurement may have been due to electromagnetic interference (emi). The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.